Event description:
Vague report of the infusion pump overdelivering while on a pt in the ICU dept. It was reported that there was no pt injury. No specific info regarding the occurrence has been able to be received.